Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Revision was planned due to pain in the femoral diaphysis. X-ray showed stem fracture. Patient was not very much active, but loosening was found in the proximal part. Mismatch with the adherent distal part might cause stem fracture.

Event description:
Revision was planned due to pain in the femoral diaphysis. X-ray showed stem fracture.patient was not very much active, but loosening was found in the proximal part. Mismatch with the adherent distal part might cause stem fracture.

Manufacturer narrative:
An event regarding crack/fracture and loosening involving a exeter stem was reported. The crack/fracture event was confirmed via evaluation of the returned device and review of the provided medical records by a clinical consultant. Loosening was not confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device confirms that the device was fractured. The damage is consistent with fatigue accumulation in the stem ultimately ending in a fatigue fracture of the stem requiring revision. -clinician review: a review of the provided medical information by a clinical consultant indicated: "this inquiry concerns a case of a patient who underwent a cemented bipolar arthroplasty and then about seven years later required revision for femoral stem fracture. I can confirm that this event occurred since I was able to see an x-ray, albeit unmarked, showing a left femoral hip stem fracture. The summary provided stated that the patient had explantation but no operation report or photographs of the explanted prosthesis are provided. The causes of femoral stem fracture are multifactorial, including surgical technique factors, especially cementing technique, patient factors including bmi and activity level, and implant factors." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to loosening and fracture of the exeter stem. Visual inspection of the returned device confirms that the device was fractured. The damage is consistent with fatigue accumulation in the stem ultimately ending in a fatigue fracture of the stem requiring revision. A review of the provided medical information by a clinical consultant indicated: "this inquiry concerns a case of a patient who underwent a cemented bipolar arthroplasty and then about seven years later required revision for femoral stem fracture. I can confirm that this event occurred since I was able to see an x-ray, albeit unmarked, showing a left femoral hip stem fracture. [...] The causes of femoral stem fracture are multifactorial, including surgical technique factors, especially cementing technique, patient factors including bmi and activity level, and implant factors." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.